Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to use the endotracheal tube's connector was found to be loose. There was no patient involved.

Manufacturer narrative:
(B)(4). Two samples were received for analysis and the reported issue could not be confirmed. A visual inspection was performed to the samples received and it was observed both tubes have the 15mm connector attached to the. The dimensional test was performed on both 15mm connectors, pull test data and controls review the failure mode is not confirmed as related to manufacturing process.